Event description:
It was reported to MFR that the vns patient began experiencing painful stimulation in the generator area "a few weeks back". A normal mode diagnostic test was performed following the onset of the reported event and revealed normal device function, end of service status set to no. There was no report of any trauma and there were no parameter changes made prior to the onset of the reported event. The pt is seeking to have the device replaced. Attempts to obtain additional info have been made, but have been unsuccessful to date.